Manufacturer narrative:
There is no documentation in the complaint file supporting a possible association between the liberty cycler and the event of peritonitis. Additionally, there is no allegation against fresenius products in relation to this event. However, in light of the pdrn report of the patient not following aseptic technique there is a strong probable relationship with breaks in aseptic technique during pd treatments and the resulting episode of peritonitis.

Event description:
It was reported that the continuous cyclic peritoneal dialysis (ccpd) patient since (B)(6) 2016 had cloudy effluent (peritoneal fluid) and was subsequently diagnosed with peritonitis on (B)(6) 2016. The peritoneal dialysis (pd) registered nurse (pdrn) stated the patient was not following aseptic technique, not wearing mask and not washing hands. An effluent culture was obtained on (B)(6) 2016 and final culture reported on (B)(6) 2016 showed gram negative bacilli: klebsiella pneumoniae. The patient was treated with vancomycin administered via his pd solution, followed by a two week course of ceftazidime, dosage and route unknown. A follow up call on (B)(6) 2016 to the pdrn revealed the patient continued his ccpd therapy throughout and is currently asymptomatic.

Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis registered nurse reported that a patient had peritonitis caused by touch contamination. Results of a laboratory test of the patient's dialysis effluent revealed the presence of staphylococcus epidermis. The patient was not hospitalized. The patient was administered antibiotics including vancomycin and ceftazadime. The patient continued his ccpd (continuous cycler assisted peritoneal dialysis) therapy throughout, and is currently asymptomatic.